Event description:
In this event it was reported that the propex ii apex locator provided incorrect measurements; as a result a pt's apex was perforated. The fact that the apex was perforated is not a serious injury in itself because no add'l treatment was necessary nor was the tooth extracted following this issue.

Manufacturer narrative:
Since an incorrect measurement reading on an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.